Manufacturer narrative:
A ge service representative performed an onsite investigation. The flash drive was replaced and the tracker bios was reconfigured and calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a tracker inactive error message during a case. No patient injury was reported.